Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to possible fluid retention (hypervolemia). Subsequent attempts to obtain additional clinical information (e.g., patient demographics, discharge summary, hospital records, causality) were unsuccessful.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to possible fluid retention (hypervolemia). Subsequent attempts to obtain additional clinical information (e.g., patient demographics, discharge summary, hospital records, causality) were unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse event of possible hypervolemia. The etiology of the serious adverse event is unknown; therefore, causality could not be established. Hypervolemia is a common finding among dialysis patients and is frequently multifactorial in its origin. However, it should be noted that a lack of clinical follow-up precluded a more comprehensive investigation. Based on the information available, the patient¿s liberty select cycler cannot be excluded from having a possible causal or contributory role in the patient¿s hospitalization. Given the lack of causality, missing timeline of events, lack of clinical follow-up, lack of hospital records, the liberty select cycler replacement request, and no manufacturer evaluation of the suspect device, there is insufficient information to determine the root cause of the serious adverse event and hospitalization.